Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient condition present that could contribute to the suture coming out of the patient ? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? How was the suture placed (interrupted or continuous)? Has there been any medical or surgical intervention performed or any planned relating to the suture not absorbed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Patient pre-existing medical conditions what is the patient current status? Will any product be returned for analysis? Specific product code / lot number of vicryl suture used

Event description:
It was reported that a patient underwent a cutaneous wound repair following an excison on the right upper arm in (B)(6) 2016 and deep sutures were placed. The patient complained of an itchy hypertrophic scar which was treated in the past year with intralesional kenalog. The scar is no longer hypertrophic. The doctor reports examining the patient last week and the patient has 5 sutures that appear to have not absorbed. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained:was there any patient condition present that could contribute to the suture coming out of the patient ? The suture did not come out of the patient until the past month (20 months after the surgery). It became apparent after the hypertrophic and itchy scar was injected with kenalog to thin it out a few months ago. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? No. How was the suture placed (interrupted or continuous)? Buried vertical mattress. Interrupted. Has there been any medical or surgical intervention performed or any planned relating to the suture not absorbed? Do you have any suggestions? Nothing has been done since she presented to the office surprised to see there was suture in the scar. What is physician¿s opinion as to the etiology of or contributing factors to this event? I do not know why vicryl suture is still intact in her skin 20 months after the surgery. That is why I am contacting ethicon / j&j. Patient pre-existing medical conditions none. What is the patient current status? Upset about the suture material showing up in her scar 20 months after the surgery. Otherwise she is fine from a medical standpoint. Will any product be returned for analysis? No. Specific product code / lot number of vicryl suture used. Do not know as they were ordered and used nearly 2 years ago.

Manufacturer narrative:
(B)(4).